Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and procedural haemorrhage ("she had bleeding") in a female patient who had essure (batch no. 721048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and post procedural infection ("she had infection"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, procedural haemorrhage, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, post procedural infection, procedural haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical record received- reporter information, patient details, other relevant history, lab data, product information, were added and event ¿severe physical injuries¿ updated with events- pain, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), she had bleeding, infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic"), genital haemorrhage ("abnormal bleeding (general)") and procedural haemorrhage ("she had bleeding") in an adult female patient who had essure (batch no. 721048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included solpadeine (tylenol 1). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post procedural infection ("she had infection"), adenomyosis ("adenomyosis"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, vaginal haemorrhage, post procedural infection, adenomyosis, migraine and headache outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered adenomyosis, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural infection, procedural haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: concomitant medications, new events genital haemorrhage, adenomyosis, headache and migraine added. Outcome for the events menorrhagia and dysmenorrhoea added as recovered / resolved. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic"), genital haemorrhage ("abnormal bleeding (general)") and procedural haemorrhage ("she had bleeding") in an adult female patient who had essure (batch no. 721048 (not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine and headache. Concurrent conditions included obesity. Concomitant products included solpadeine (tylenol 1). On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post procedural infection ("she had infection"), adenomyosis ("adenomyosis"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, vaginal haemorrhage, post procedural infection, adenomyosis, migraine and headache outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered adenomyosis, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural infection, procedural haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.